Manufacturer narrative:
This implant loss suggests that the source of the problem was likely to stem from no osseointegration. Additionally, other factors that may have contributed to the implant failure includes bone condition, patient oral hygiene, overall health or behavior. Proper intended use of the implant is described in its instructions for use.

Event description:
Implant was too small for area that it was being placed and mobility were reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Patient had diabetes.